Event description:
It was reported that the guide wire met resistance as it was trying to cross a right coronary artery lesion. The distal wire tip separated from the device as it was being withdrawn from the vessel but was successfully retrieved from the patient's anatomy with a snare device.